Manufacturer narrative:
Unfortunately, the sample was not available for eval, according to the hospital the sample was thrown out. Therefore, we are unable to determine the exact cause for the issue reported. Samples from the process were reviewed, and no issues were found related to the issue reported. According to info received by the hospital, there was not an issue with the circuit, but he did report it looked as if the heater had been damaged/abused in some manner, which may have contributed to be circuit melting while in use.

Event description:
The customer reported that the pt was setup on a bear cub 750 ventilator with a mr730 heater, using an airlife 7100-4s2 circuit. He reported that the circuit melted during use, but there was no pt harm.